Event description:
It was reported that the exposure continued on the 9900 system after letting go of the exposure switch. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer did not report any other failure prior to this service call. Both the hand and foot switches were replaced during the service call as a precaution. The system was tested and found to be working as intended and put back into service.